Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex monorail balloon catheter. There was blood and contrast in the inflation lumen. There was a longitudinal tear in the balloon wall material measuring 10mm long and was centered between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities that could have caused or contributed to the reported crossing difficulty. A thorough analysis of the returned device could not confirm the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention the device was unable to cross the lesion. The 99% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The 3.0 x 12mm quantum apex mr was advanced, but was unable to cross the lesion. The procedure was completed with a different device. There were no reported complications and the patient's status was good. However, device analysis revealed the balloon had a tear.